Event description:
Account states cold pack leaked contents onto the end user's shin causing blistering and 3rd degree burns. Pt went to the emergency room for treatment. Pt was given a tetanus shot as well as silvadene cream for the burns. The cold pack was being used for less than 10 minutes before the blisters occurred.